Event description:
It was reported that 6 months after a monarc was implanted, suburethral exposure of two fibers of the mesh occurred. The event was considered to be minor. No further complications related to this event were reported.